Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
Description: the product can be seen leaking when the package has not been opened; the number of affected units is 5, the sample can be returned 2 units with photos provided.

Event description:
No additional information provided.

Manufacturer narrative:
A device history record review was completed for provided material number 303537, lot 4346629. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Dye leakage test was performed and passed for the returned sample. Visual inspection for the retain samples were performed and no quality issues were detected. Based on the investigation and with the returned sample analysis the symptom reported by the customer of leakage is confirmed, but a probable root cause could be the compression by external force outside the manufacturer. In conclusion, the root cause of this complaint defect cannot be confirmed. The factory will continue to monitor and track the trend of this defect complaint.